Event description:
Information was received indicating that a smiths medical cadd solis vip pump kept getting a downstream occlusion. There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information received by smiths medical via email on 07-jan-2021 there was no patient involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and downstream occlusion pressure range testing were performed. The customer reported problem was not duplicated. According to the investigation, the pump passed the dso pressure range test at 23 psi. However, the pump event log showed multiple alarms of downstream occlusion. The pump dso sensor will be replaced as a preventative measure. The problem source of the reported problem is unknown.